Manufacturer narrative:
H6 - health effect clinical code: 4581 - elevated iop, iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop and headaches. Due to excessive vault, elevated iop and headaches medication was prescribed. In a separate procedure the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.